Event description:
Event description guidant received information that a review of electrograms for this implantable cardioverter defibrillator (ICD) showed noise resulting in oversensing and inhibition of pacing.